Event description:
Consumer reported additional information for the event with band-aid water block flex bandage. Consumer reported that she sustained a second-degree chemical burn from the product and her leg is disfigured where the product was located. Consumer reported additionally that the use of the product also caused her skin to shrivel for days and then the skin came completely off, leaving open wounds and exposed tissue. Consumer reported that the mark is visibly disfiguring and has not healed properly despite the ongoing care since may. In addition, consumer reported that this injury has significantly impacted her personal and professional life, causes ongoing psychological distress, physical discomfort and has had a lasting impact on her well-being and confidence as it has been a physically painful and emotionally upsetting. This is two of two follow-up medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2025-00007 for first product & medwatch 8041154-2025-00008 for second product. The same patient and event is represented in each medwatch.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson's consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. ("Jjci") to "kenvue brands llc" on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. Additional data: band-aid water block flex bandage was applied on may 3, 2025, and event date occurred may 4, 2025. H6: additional data for e170405 and e1721: e170405 in addition to the initial submission this code also refers to the consumer alleging shrivel and disfiguring mark. E1721 in addition to the initial submission this code also refers to the consumer alleging holes, open wounds, and exposed tissue this is two of two follow-up medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2025-00007 for first product & medwatch 8041154-2025-00008 for second product. The same patient and event is represented in each medwatch. If information is obtained that was not available for the follow-up medwatch, an additional follow- up medwatch will be filed as appropriate.

Event description:
A female consumer reported an adverse event with band-aid water block flex bandage. The product was applied to cover stitches after surgery. Next day, upon removing the bandage, the consumer noticed red, creased, and oddly textured skin where the adhesive had been. On the same day, after removing the first band-aid, a second band-aid water block flex bandage was applied on the same area. Upon the second bandage removal, it had pulled off layers of skin, caused visible holes, and there was significant bleeding (described as "ate skin"). The consumer reported chemical burns all around the stitches along with the intense burning pain and the wound festered and wept for several days. Consumer consulted a dermatologist who prescribed ¿mupirocin antibacterial cream¿ and ¿biocorneum advanced scar treatment¿ gel to treat the events. This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2025-00007 for first product & for second product. The same patient and event is represented in each medwatch.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. A1, a2, a4, a5, a6: patient identifier, age, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4; this report is for one (1) band aid brand bandages waterblock flex adhesive cover 6ct USA 381371190621 381371190621usa, lot #2784b . D4: 510(k) exempt, device I complaint. UDI not required. UDI # (B)(4), upc # 381371190621, lot # 2784b , expiration date: na. D9: device is not expected to be returned for manufacturer review/investigation. H4, h6: device history records review was completed. There were no processing or packaging deviations associated with this batch. Raw material and component records were reviewed for this lot. All raw materials passed the incoming quality inspection with no issues seen. There were no changes to any raw materials used for this lot. All components also passed the incoming quality inspection with no issues seen. The product was manufactured on october 04, 2024. H6: e170405 also refers to the consumer alleged "2nd degree chemical burn, subsumed pain, red, creased, oddly textured, irritated, burning pain". E1721 also refers to the consumer alleged " skin tear subsumed bleeding, painful described as literally ate skin" e2012 also refers to the consumer alleged " wound festered, weeps, turned red¿. E2402 refers to the consumer " misuse the product to cover stitches after surgery" this is two of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2025-00007 for first product & for second product. The same patient and event is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.